Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: surg today jpn j surg. 1999; 29: 874 879. (B)(4)

Event description:
It was reported via journal article: ¿title: running closure of clean and contaminated abdominal wounds using a synthetic monofilament absorbable looped suture¿ author: kazuhiro iwase, jun higaki, yasushi tanaka, haruhiko kondoh, masato yoshikawa, and wataru kamiike citation: surg today jpn j surg. 1999; 29: 874 879. The present study was conducted to investigate the wound complications that developed following continuous closure of clean and contaminated abdominal wounds using polydioxanone (pds), compared with those that developed following interrupted closure using braided silk. A total of 432 patients were included in the study. Of which, 152 patients had a running closure using pds (pds group) and 280 patients underwent interrupted closure using braided silk served as controls (silk group). In the pds group, the surgical procedure was performed through a paramedian skin incision in 27 patients and through a midline incision in the remaining 125 patients. Abdominal wound was closed using pds ii 0 sutures. In the pds group, reported complications included wound dehiscence (n-1) which required re-operation under general anesthesia, early wound infection (n-10), late suture sinus formation (n-2), and incisional hernia (n-2). In the present study, it was concluded that running closure using pds reduced the incidence of late suture sinus formation in patients with a preceding early wound infection. Thus, the authors believed that running closure using pds is valuable for reducing late suture sinus formation in patients with a contaminated wound as well as those with a clean wound.